Manufacturer narrative:
The customer's report that the tubing broke and leaked was confirmed. Visual inspection of the set was done for obvious issues/damage such as kinked tubing, pin holes, tears, disengagements, cracks, fractures, contaminants, incorrect orientation, and component misassembly. During visual inspection, it was observed that the micro-bore tubing was cut approximately 2 1/2 inches below the pressure sensing disc component. Inspection under magnification of the cut tubing end observed a sliced cut. No other obvious damages were observed around the cut tubing area. The cause of the leak was due to the damaged tubing. The root cause of the damage was not identified.

Event description:
It was reported that an rn noticed the tubing severed during the transporting of a nicu patient in the incubator. The staff stated; "the line did not come in contact with any sharp object". Per the customer, there was no reported harm to the patient.

Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Concomitant medical products: 250ml baxter bag loth938737 eva container. The event reportedly occurred in the nicu; therefore it is presumed the patient was a (B)(6).

Event description:
It was reported that the tubing severed during a transporting a nicu patient in the incubator. The staff states: the line did not come in contact with any sharp object. There was no reported harm to the patient per customer.